Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that during a refill appointment on (B)(6) 2006, the volume of undelivered drug remaining in the drug reservoir was more than the expected volume based upon the programmed infusion rate. On (B)(6) 2016, the clinician programmer displayed error messages upon inquiry of the pump. Troubleshooting was performed on (B)(6) 2016 but was not successful in clearing the pump error messages. The patient reported experiencing pain. Pump therapy medication is morphine, and the dosage is unknown. The physician reported that the pump will be explanted at a later date.

Manufacturer narrative:
Device evaluation: the returned pump was subjected to visual inspection as well as functional and electronics testing. The evaluation determined that the electronics module was not operating normally and identified memory corruption. Based on the investigation, the reported error issue was confirmed. Internal complaint number: complaint-(B)(4).

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
A health care professional reported that the pump was explanted and the patient was implanted with another prometra pump on (B)(6) 2017. The patient also experienced a fall, and it is unknown when the patient fell. It was reported that the patient's fall did not affect the pump. It was reported on (B)(6) 2017 that the patient is doing well. The device was returned for investigation.